Event description:
Customer reported she was trying to bolus and the numbers were scrolling in the insulin pump. Customer's blood glucose was 104 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The device was received with scratched lcd window. The device was received with a cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.